Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported ins was still intact and in original location. Physician suspected incomplete healing and belt/pants rubbing on site. Patient was advised by physician to wear suspenders, or different type of pants to keep off pocket area. To watch for now. Patient was reprogrammed and educated on using lower intensities.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was rep reports patient is having pain at the pocket site. Patient will use their ins for awhile, then they state it gets really hot and feels as though it is pushing out of the pocket site. Patient states their spine feels weak, the pocket site burns and swells with pressure, and their legs are sore when walking. Patient specifically states their left leg feels 10-15 lbs heavier. Patient reports their swelling goes down when they wake up, however it comes back as the day goes on and on. Patient only uses stim when they have pain. Rep reports the ins site does not appear swollen in the clinic and it feels normal to the touch. Rep reports patient was seen by their healthcare provider (hcp). At that time, the physician thought the sensation could be due to the pants the patient was wearing, however patient states they have tried different pants and it has not resolved. Troubleshooting was unable to be performed as patient was directed to contact their physician. Patient and rep are in clinic today meeting with the physician, with whom they will follow up with.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported ins was still intact and in original location. Physician suspected incomplete healing and belt/pants rubbing on site. Patient was advised by physician to wear suspenders, or different type of pants to keep off pocket area. To watch for now. Patient was reprogrammed and educated on using lower intensities.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting rep said patient continues to feel like the battery is heating up. Initially hcp thought perhaps the implant was rubbing again patient's pants. At one point, when patient was with his hcp the site felt like it was swelling and burning. Hcp thought I might be scar tissue. Technical services(ts) reviewed that it could be infection, implant rub again tissue in the body, or possibly a fluid short at the pocket site. Ts recommend a blind study to test fluid short theory, to turn therapy on/off to see if sensation is present when therapy is off. Rep to meet with patient on (B)(6) to investigate further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Manufacturer representative (rep) called and reiterated details of case. Rep said since implant date pt had experienced heating and stabbing pain at pocket site. Pt turned stimulation off and noticed a reduction in heating and pain symptoms. Pt turned therapy on during call and noticed more pain at implant site and heating starting to occur. Rep said the pt visibly noticed pocket site getting bigger when therapy was on. Rep said there may be scar tissue in pocket site. Rep said everything was connected and impedances were good. Tss discussed options moving forward.

Event description:
Additional information from the rep indicated that the cause of the battery site heating up is unknown at this time. The patient plans to explant and have a battery replacement in the next few weeks. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.